Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose and was hospitalized in the past for unknown reasons. The customer's blood glucose at the time of the call was 78 mg/dl. The customer had an MRI and emg on their neck but did not state why. The customer did not return the product back for analysis.